Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient activated a pod they were unsure if the cannula was properly seated in the infusion site. The patients reported blood glucose level was 410 mg/dl. The pod was not worn. The pod will not be returned as it has been discarded.